Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-mar-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that withdrawal - like symptoms on multiple occasions. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Pump and catheter were replaced. The pump would be returned. The rep had possession of the device. At the time of this report, the issue had resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that indication of use was traumatic brain injury with spasticity. No further complications were reported.